Manufacturer narrative:
Five (5) new samples item #d1000 were returned for evaluation. As received no physical damage and no mating device was returned for evaluation. The five (5) new samples were tested according procedure and no anomaly were observed during and after the test. The complaint of product incorporates / allows air passage cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to MFR: 15-aug-2023.

Event description:
The incident involved a tego connector. The reporter stated that one patient, aged 15, was undergoing dialysis via a central venous catheter (cvc) which was connected to the bloodline via a tego connector. On visual inspection of the arterial line, a large air bubble (3-5 cm) was discovered close to the connection point near the tego connector. There was no alarm but on inspection both large and small micro air bubbles were present at the same point at the patient end of the bloodline. In this case, the patient was disconnected and reconnected with a new tego connector and successfully completed the sessions with no further problems. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation, however, it has not yet been received.